Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011, for this event. The field service engineer (fse) performed a system check and high sensitivity system check within instrument specifications to verify hardware performance. The fse did not detect any hardware issues at the time of service. A definitive root cause for this event has not been determined to date

Event description:
The customer reported that on (B)(6) 2011, erratic freet3 quality control results and erroneously high freet3 results were generated on a unicel dxl 600 access immunoassay system for two patients. The initial freet3 results for patient one were above the normal reference range of the assay and upon repeat testing, produced results within the normal reference range. The initial results for patient two were within the normal reference range of the assay and upon repeat testing produced results below the normal reference range. Amended reports were issued. Although the erroneous initial results were released from the laboratory there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Instrument freet3 qc results were recovering erratically during the timeframe of the event. Freet3 qc results failed to meet the customer's established specifications during the timeframe of this event and prompted the retest of results which uncovered the erroneous initial results. Instrument system checks performed on the day of the event met customer established specifications. The samples were collected in a serum sample tube and were centrifuged prior to testing. 7. No patient specific information was provided by the customer.